Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during insertion of PICC, in the introduction of the guidewire, there was no progression and during the withdrawal, it presented important resistance. The procedure was interrupted and the vascular surgery team was called in for evaluation.